Event description:
A (B)(6) male with pmh of hyn, awmi, lv aneurysm who underwent dt lvad as dt on (B)(6) 2017. Pt presented with c/o diplopia and gait disturbances. On (B)(6) 2018 pt had an increase in power greater than 10. Inr at the time was 2.10. Pt went for lvad pump exchange on (B)(6) 2018.